Manufacturer narrative:
On 22-dec-2021, the suspected medical device was returned for evaluation. On 5-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was found that additional information regarding the patient¿s information was omitted from the previous report. Manufacturer's reference number: (B)(4).the patient identifier is (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Investigation summary : the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).